Event description:
The patient had an infection and pain at the implant site. The patient was treated with antibiotics (type unknown). However, the infection did not resolve. On november 17, 2005 the patient's device was repositioned.